Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defib lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was implanted after the use by date. The lead remains in use. No patient complications have been reported as a result of this event.